Manufacturer narrative:
H6 update/correction: the previously applied annex code a072001 was applied in error and has been replaced with a24. Based on additional information received the previously applied annex codes e0726, e0130, f12, f2203, and f1205 are no longer applicable and have been removed. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2025-aug-12. The implant date of the pump with serial number (B)(6) was unknown. The duration of the motor stall, after magnetic resonance imaging (MRI) was performed, was less than 2 hours. No diagnostic test were performed. The patient was only monitored, and they were fine after 4 hours. The patient's symptoms including abdominal pain, drowsiness, tough to wake up, and suffocating were resolved. It was indicated that there was no information provided to reasonably suggest the pump medication was being delivered unintentionally in a manner greater than prescribed. It was further indicated that the device or therapy was not causal or contributory with respect to the patient being tough to wake up and felt like they were suffocating. The cause of the patient¿s other symptoms including abdominal pain, drowsiness, and ¿sick with other stuff¿ was not determined. The pump was still implanted and described as working perfectly well. It was noted that there was no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen at 944 mcg/day via an implantable pump. It was reported that the patient was doing well following an unrelated surgery until this morning when the patient was responding but very drowsy. The rep stated that patient had magnetic resonance imaging (MRI) on monday (2025-07-14) before the surgery and she had checked the pump after and the motor stall recovered as expected. The rep stated that at surgery the surgeon took care not to disturb the catheter and they did not believe any damage was done to the catheter at that time. The rep mentioned that the patient "was so sick with other stuff." The pump was on flex programming and was delivering more medication in the overnight hours versus the daytime. The patient's husband noticed she was drowsier in the morning and it was tough to wake her up. The pump dose was decreased today by 5%. The pump managing doctor came on the line with the rep and stated that the patient complained of acute abdominal pain, "she was suffocating"and they planned to send her for a computed tomography (CT) scan. The patient was given some dilaudid. It was stated that the patient's spasticity seems to be okay and they didn't think the pump was the problem for now. The pump managing physician was provided.